Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected pump reset or vibration anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error after filling the tubing. Customer stated that they noticed that all settings were erased after the alarm. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 167 mg/dl. No further information reported.